Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, four instruments on universal surgical manipulator (usm) 1 broke. The instruments were replaced. The technical service engineer (tse) checked the system logs and did not identify any failure with arm 1 or anything that indicated a problem with the robotic system. The technical service engineer (tse) advised that this problem may have occurred due to excessive force that the surgeon may have applied during the movements. The procedure was completed with no reported injury.

Manufacturer narrative:
The following additional information was obtained: the customer opened a duplicate complaint to return the associated instrument, prograsp forceps 471093-11/k11240530 0384. The forceps broke the cable during the procedure. Please refer to MFR report number: 2955842-2025-50430 for this event which was re-submitted under duplicated information from the customer. Please see MFR report number numbers 2955842-2025-44909, 2955842-2025-44883 and 2955842-2025-44914 for the four instruments notified in the initial report.

Event description:
Refer to h11 for follow-up information.